Event description:
Within approximately 1- 2 minutes of using the smith & nephew ambient super turbovac 90 degree wand, the coablation system monitor started alarming due to detection of elevated temp (> 40). The surgeon paused & reattempted & the temp reading immediately elevated past 40 & set off the alarm again. This wand was disconnected & a new wand was connected without further issue the two wands had different lot #'s. The malfunctioning wand was bagged, along with info on its manufacturing info & placed at the operating room's control desk.